Event description:
Additional information received from the consumer reported that they were exposed to electromagnetic interference (emi) during their hospital stay that would have caused the loss of effect. The loss of effect had been resolved. It was further reported by the patient on (B)(6) 2015 that they did not know if they were exposed to electromagnetic interference (emi) during their hospital stay that would have caused the loss of effect. It was noted again that the loss of effect had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0rzse. Implanted: (B)(6) 2015. Product type: lead. (B)(4).

Event description:
It was reported that patient was in the hospital for a week or 2 weeks ago. It was noted that since patient got home therapy did not seem to be working for patient. It was indicated that patient was not feeling stimulation while therapy was on and increased stimulation but did not feel stimulation. It was noted patient had left messages for representative on 2 occasions but they have not returned their call. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.